Manufacturer narrative:
(B)(4).

Event description:
It was reported that the md was placing a triple lumen catheter in the right subclavian vein. After successful placement of the catheter, a chest x-ray was performed, and placement was confirmed per md. The rn assisting with the procedure then flushed the proximal port of the catheter to find that it was leaking below the clave. It was determined that there was a small hole in the proximal line and the md was notified. The proximal port was then clamped and capped. The distal and medial ports were flushed and determined to be patent without any issues. Therefore, only two of the three ports were able to be used.